Event description:
Device report from synthes europe reports an event in united kingdom as follows: it was reported the kit was used for anterior cervical discectomy and fusion surgery (acdf) surgery. The cervical retractor loaned from depuy synthes, legacy synthes side. The hospital spire regency surgeons used our cervical retractor for the 1st time. They used only the medial/lateral retractor and used toothed blade medial and blunt blade lateral. When in position, the retractor stuck up awkwardly as it ideally needs another bend in the arm. After the surgeons have completed the acdf, they came to remove the retractor. They released the tension on retractor and as it only has one bend in the arm, it sprung up slightly and the blade punctured the trachea. Otolaryngologists (ear, nose, and throat) surgeons were brought in to stitch up the puncture. The patient was of a heavier build. The surgery was reported to have been prolonged about 30 minutes to inspect the damage to the trachea and suture the tear. This report is for an unknown medial/lateral retractor. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.